Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg), the physican could not engage the ventricular lead into the ventricular port. Several attempts were made to insert the lead, but it could not be inserted beyond the setscrew. Contact between the lead and ipg was intermittent. The physician elected not to implant the ipg. The lead was implanted with a model 1232.